Manufacturer narrative:
Additional patient identifier reported: (B)(6). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: the instrument(s) was not returned, and the investigation will be completed based on the supplied image(s). The image(s) was reviewed, and the complaint condition could be confirmed as the distal portion of the drill bit appears to be embedded in the patient implying the drill bit broke off as indicated in the complaint description. As the instrument(s) was not returned an as received, dimensional, material or drawing reviews are not applicable. A manufacturing record evaluation could not be performed as the lot number could not be determined from the provided image. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation (orif) of tibia. The surgeon was drilling for a lag screw after the titanium elastic nail (ten) were implanted. The drill bit broke off under pressure of drill against the ten. The distal part of the drill bit was not retrieved and was left in the patient. There was a surgical delay of one (1) minute or less. Procedure was successfully completed. Patient outcome is unknown. Concomitant device reported: 4.0mm titanium elastic nail (ten) 440mm (part # 475.940, lot # unknown, quantity # 2). This complaint involves one (1) device. This report is for one (1) 2.5mm drill bit/qc/gold/110mm. This is report 1 of 1 for (B)(4).

Event description:
It was reported that on (B)(6) 2019, the patient underwent an open reduction internal fixation (orif) of tibia. The surgeon was drilling for a lag screw after the titanium elastic nail (ten) were implanted. The drill bit broke off under pressure of drill against the ten. The distal part of the drill bit was not retrieved and was left in the patient. There was a surgical delay of one (1) minute or less. Procedure was successfully completed. Patient outcome is unknown. A back-up device was used to complete the procedure. Concomitant device reported: 4.0mm titanium elastic nail (ten) 440mm (part # 475.940, lot # unknown, quantity # 2) unknown drill (part #: unknwon, lot #: unknown, quantity: 1). This complaint involves one (1) device. This report is for one (1) 2.5mm drill bit/qc/gold/110mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated event description. Updated concomitant device list. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.